Manufacturer narrative:
The insulin pump passed self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Power loss alarm, low battery alarm and power system error alarm was confirmed in the long trace. Power loss alarm occurred after the power system error alarm was cleared. Detail trace analysis confirmed the pump alarmed low battery and power system error alarm was triggered when the backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes due to non-sleep anomaly software error. The insulin pump was received with scratched case, serial number label fading, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm power loss. Customer's blood glucose was unknown mg/dl. The customer was advised to insert new battery and it got power loss alarn. It was explained to customer that the internal backup battery could not be charged. The customer was advised that we sending replacement pump. The customer was asked to return the broken pump for analysis.